Event description:
It was reported that the bladder of a single day infusor burst. This occurred during filling of the device with 0.9% sodium chloride, ketoprofen, and droperidol. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection identified a ruptured bladder, confirming the reported condition. Microscopic inspection identified a marking on the interior surface of the bladder, near the rupture line. The cause of the rupture was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device manufacture dates: april 9, 2013 - april 11, 2013. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.